Event description:
An operating room nurse reported that two cassettes failed to prime for a vitrectomy procedure. A third cassette primed in preparation for the procedure. During the priming sequence, air stayed in the tubing and at the beginning of the procedure, the air went into the eye resulting in bubbles. There was no pt harm.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).